Event description:
The customer reported that she had been hospitalized three years prior to the call. Customer did not provided any additional details of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.